Event description:
On (B)(6) 2012, the distributor contacted animas stating that the up/down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 01/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, contrast button was found to be intermittently unresponsive and required multiple presses with increased force to elicit a response; the up arrow, down arrow, ok keypad buttons responded appropriately and have spring back and click. There was evidence of contamination found under all of the button contacts.